Manufacturer narrative:
Reported event was confirmed by review of radiographs. X-rays demonstrated separation of the glenosphere from the baseplate of the right shoulder reverse type arthroplasty. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definite root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Device was explanted, then re-implanted. Concomitant medical products: 115313, comp rvsr shldr glnsp +3 36mm, lot 353060, unknown comprehensive screws, unknown humeral bearing, unknown humeral tray, unknown humeral stem.

Event description:
It was reported that approximately 6 weeks post implantation, the patient suffered a disassociation of the glenosphere from the baseplate. The patient underwent a revision in which the component was re-implanted. Attempts have been made and no further information has been provided.